Event description:
Coagulator hand control became stuck in the on position. It had to be unplugged from the machine to turn it off. A new product was opened and the foot control was used to complete the procedure. The product had patient contact but no patient harm.